Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, stress urinary incontinence, rectocele, dysuria, frequency/urgency, infection, urinary retention, urine leakage, vaginal bleeding, and vaginal discharge. No further information has been provided.